Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 09/22/2014.

Event description:
Procedure type: rectum resection. According to the reporter: the device got stuck on tissue. They were able to work it off the tissue with force. There was unanticipated tissue loss, 5cm of rectum due to the unexpected additional stapling. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).